Event description:
It was reported that this right atrial (ra) lead exhibited noise and impedance issues, noted to have occurred shortly after implant. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).